Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that multiple pump error 37s occurred on 08/23/25 @ 14:59:32. 15:01:03, & 15:03:44. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. An attempt was made to turn the motor's gearbox with pliers, and it would not turn smoothly at times. In summary, the customer¿s report of pump error 37s was confirmed during testing. The pump error 37s are due to a motor gearbox that doesn't turn smoothly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast). The customer reported a blood glucose value of 179 mg/dl. The customer experienced hyperglycemia. The event involved product(s) mmt-396a, mmt-7040a, mmt-332a, and mmt-1884. Troubleshooting was partially performed for the high blood glucose. Troubleshooting was performed for the pump error alarms, and the customer was able to clear the alarm. The customer was able to complete the rewind. No further patient complications were reported. No product return is required for mmt-396a, mmt-7040a, and mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.